Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was transferred on (B)(6) 2019 for further workup. Small bowel capsule study on (B)(6) 2019 revealed oozing bleed in the distal small bowel. A small bowel push enteroscopy was done on (B)(6) 2019 with endoclipping at the ileal site performed. Hemoglobin stabilized and the patient was discharged home on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room with complaints of dizziness and shortness of breath. Lab workup revealed a hemoglobin of 5.2. Three units of packed red blood cells were ordered as well as a gastrointestinal (gi) consult. The most likely source of anemia was acute gi blood loss. The patient started to have black stools so the plan was to do an esophagogastroduodenoscopy (egd)/colonoscopy on (B)(6) 2019. No source of bleeding was identified on egd/colonoscopy but highly suspect gi source. Stool tested positive for occult blood. Anticoagulants were held and the patient's inr was reversed with oral vitamin k. The patient received 1 unit of prbc on (B)(6) 2019 and 1 more on (B)(6) 2019. Hematology was consulted and intravenous iron as an outpatient was recommended. The patient is to be transferred to another institution for small bowel studies. No further information was provided.